Event description:
It was reported that on (B)(6) 2021, the patient underwent a revision of a stryker distal humerus plate due to non-union. The non-union fracture was then repaired with synthes distal humerus plate. There were no complaints or adverse events against depuysynthes implants or instruments. This complaint involves one (1) device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).